Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(6) was documented and investigated under (B)(4). The distributor is responsible for all the service and preventive maintenance for this device. The distributor provided (B)(6) with the device's service logs for review. Mallinckrodt identified a reportable malfunction, delivery failure alarm due to main supply voltage below tolerance without the occurrence of a low battery alarm. Further review of the device's service log determined that a low battery alarm did not occur to prompt the user to plug the device into a power source. The delivery failure alarm occurred on 26 aug 2023. A low battery alarm should have occurred prior to the delivery failure alarm to prevent the out of tolerance main supply voltage condition. There was no reported complaint for the issue/alarm of delivery failure for this device. The root cause for this occurrence was determined to be battery fuel gauge drift. As a result, it was recommended to the distributor to replace the device's battery. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
A delivery failure alarm due to a main supply voltage below tolerance was identified by a (B)(6) employee during a routine service log review. Further review of the service log determined that a low battery alarm did not occur prior to the delivery failure alarm. As a result, these service log findings meet the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled nitric oxide (no) at the time of the incident. This device was located in italy when the reportable malfunction occurred. There was no delivery failure alarm complaint or report of patient harm associated with this incident.